Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was given to address bg. The customer alleged that the pump miscalculated boluses. During troubleshooting it was discovered that the customer incorrectly entered values into the bolus calculator. The pump functioned as intended; cause of the bg level was customer input.